Event description:
It was reported that the insertion handle is damaged and the connection screw broke during insertion. Also there were problems with the dhs screws being too large. The lcp dhs plate could not slide down over the screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that high applied forces (very hard bone) caused these damages. The macroscopic examination has shown that the positioning pins of the complained dhs/dcs wrench are damaged (loosening direction/counterclockwise). In addition, the threaded tip of one connecting screw is broken off. These articles were manufactured according to the specifications.